Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 years post-implantation, the patient continues to experience constant pain in their right hip. The patient has reported persistent pain refractory to medication and physical therapy. Following imaging, there is concern for bursitis and acetabular cartilage wear. No known revision has occurred at this time. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient follow-up statements - the patient had continued reports of pain and was prescribed four rounds of therapy. Approximately two years later, the patient reports they still experience constant hip pain and cannot lay on that side. A surgeon indicated additional surgery would be a risk and to try more therapy, which did not take away the pain. Surgeon communication - note mentions socket cartilage being bad. Tears present are insignificant and likely a post-operative change. You have some wear in your socket and probably trochanteric bursitis. If medication recommended does not help we talked about a surgery to redo your socket a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b5; g2; g3; h2; h6; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 years post-implantation, the patient continues to experience constant pain in their right hip. The patient has reported persistent pain refractory to medication and physical therapy and that they still cannot walk very well. Following imaging, there is concern for bursitis and acetabular cartilage wear. No known revision has occurred at this time. Attempts have been made and no further information has been provided.